Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/13/2019. A manufacturing record evaluation was performed for the finished device jv398, pebdkhr0 number, and no non-conformances were identified. Additional h3 investigation summary: only pictures were returned for analysis. Upon visual inspection of the pictures, a broken suture and suture inside of the barrel hole could be observed. However, no conclusion could be reach as the sample was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Upon this medwatch based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown ear nose and throat procedure on (B)(6) 2019 and suture was used. The suture broke, resulting in a detached needle during the procedure. There were no patient consequence reported.